Manufacturer narrative:
The customer reported to physio-control that their device passed their testing requirements and they have put the device back into service.

Event description:
The customer contacted physio-control to report that the buttons on the keypad of their device, are not responsive. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control advised the reporter that the device is no longer supported by physio and that, as a result, neither parts nor service is available. Physio-control recommends that the device be permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the buttons on the keypad of their device, are not responsive. There was no patient use associated with the reported issue.